Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 20. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2020-(B)(6), loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and swelling. No further patient complications were reported.